Manufacturer narrative:
Evaluated three open/used reservoirs and checked o-rings/stoppers groove for anomalies none were found. Ran basal bolus leaking test : reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into paradigm insulin pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not leaks. Evaluated one open/used reservoir's barrel only. Performed a visual inspection using ; and found stopper-plunger, set of o-rings, plunger and transfer guard missing from reservoir.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir had leak. Customer's blood glucose level was 95 mg/dl. Customer stated that reservoir was used. The device will be returned for analysis.